Manufacturer narrative:
The suspected device was returned for remediation. During remediation, the pump exhibited a primary audible alarm. No repairs were performed as customer declined.

Event description:
It was reported that the pump exhibited a check barrel clamp. During physical inspection, it was found that there was a primary audible alarm. There was no patient involvement, no injury was reported.